Manufacturer narrative:
UDI - (B)(4). Device manufacture date: the device manufacture date is unavailable. Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during a surgical procedure for removing bilateral exostoses, it was observed that the irrigation tubing device continued to drip even when the surgeon had his foot on the pedal device. The reporter stated that the console device was turned to the lowest setting and the issue was still occurring. It was reported that this event occurred with two sets of tubing. It was reported that a small attachment device was also being used in the procedure. It was reported that there was a five minute delay in the procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: the date returned to manufacturer was documented as sep 21, 2016 on the initial report. It has been updated as oct 10, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI - (B)(4). The previous report stated the date of manufacture (dom) was unknown. The dom has been updated to reflect the date (dec 28, 2015) the device was manufactured. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.